Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported upon automatic reloading, the clips would eject unloaded from the jaws. A new device was used to complete the case. There was no consequence to the patient.